Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a low transmitter battery alert occurred. Data was returned and evaluated. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test failed. A review of the downloaded share log confirmed the reported event of a low transmitter battery alert. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No additional patient or event information is available.